Event description:
On (B) (6) 2010, patient reported he woke with an elevated reading 2 nights ago and took 3.5 units of insulin by bolus. Patient stated he believes his blood glucose reading was 350 mg/dl. Patient reported his blood glucose was 289 mg/dl at 5 am and he bolus 3 units of insulin, 220 mg/dl at 7 am and he took 1.5 units of insulin. Patient stated he was trying to avoid crashing. Patient reported, he woke up at 9 am that day with a blood glucose of 190 mg/dl and he did not eat. Patient stated he took 1.5 units of insulin by bolus at that time. At 10 am, patient stated he was 140 mg/dl and he bolus a unit of insulin and drank a cup of coffee. He stated he was then 189 mg/dl, but this seemed normal for him. Patient reported he bolused 1.5 units of insulin and he was still at 180-190 mg/dl. Patient stated, he then used a new insulin vial, changed his infusion site and infusion tubing. Patient reported, he checked 1 hour later and his blood glucose was 180-190 mg/dl and he started to think "something is wrong with the pump". Patient stated, he changed to his backup infusion device with all the same accessories and an hour later, he was down to 100-110 mg/dl. Patient's normal average blood glucose is 150 mg/dl. Patient's last a1c was 6.4%. Patient reported no error or alerts were received. Patient is using expired infusion sets. Advised we do not recommend using expired products. Educated on the importance of using non-expired product. Patient has a new box of unexpired products. Changes cartridge every 8 days. Educated on changing every 6 days. Changes sites every 6 days; he is aware of our recommendations. Patient was sick 3 weeks ago. Patient reported during his last cartridge change a little insulin spilled on the inside of the chamber; he did not have the tubing attached. He stated he is unsure how many units spilled. Advised in the future to have the cartridge, adapter and tubing attached. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.